Event description:
The manufacturer received a voluntary medwatch (mw5102842) in reference to the field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient stated, " I have been having problems for about 3 months". "I have been having terrible headaches, coughing, sinus issues with pressure in my eyes and sneezing". The patient stated, "I thought that these were affected by my pollen allergies". "I didn't see a link or correlation with the CPAP machine until I read the FDA report online". There is no allegation of serious or permanent harm or injury. The patient did not specify medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Manufacturer narrative:
The manufacturer received a voluntary medwatch (mw5102842) in reference to the field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient stated, " I have been having problems for about 3 months". "I have been having terrible headaches, coughing, sinus issues with pressure in my eyes and sneezing". The patient stated, "I thought that these were affected by my pollen allergies". "I didn't see a link or correlation with the CPAP machine until I read the FDA report online". There is no allegation of serious or permanent harm or injury. The patient did not specify medical intervention. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. In box h: evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid has been updated.

Manufacturer narrative:
Additional information was received, and section h 11 should be reported as: the manufacturer received a voluntary medwatch (mw5102842) in reference to the field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient stated, " I have been having problems for about 3 months". "I have been having terrible headaches, coughing, sinus issues with pressure in my eyes and sneezing". The patient stated, "I thought that these were affected by my pollen allergies". "I didn't see a link or correlation with the CPAP machine until I read the FDA report online". There is no allegation of serious or permanent harm or injury. The patient did not specify medical intervention. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no evidence of foam degradation. During the evaluation, secondary findings was not observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service centre. There was no error code found. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation. Evaluation method code, evaluation results code and conclusion code grid has been updated.